Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with the complaint of pounding chest. A device interrogation revealed the implantable cardioverter defibrillator was in backup operation. The device was successfully restored with the patient's parameters. There were no further patient consequences reported.